Manufacturer narrative:
(B)(4). One or more batteries of the stationary transformer station of the operating table system failed and therefore no adequate voltage was available for operating the table. Further investigation were initiated. According to current knowledge, corrective actions in the field are not considered as necessary. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the functions for electrical adjustment of the operating table system failed during transfer of the tabletop to the column. Patient was transferred to an other surgical room. No injury has been reported to maquet. (B)(4).